Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer of possible causes. The customer was advised to perform a hard reboot and this resolved the display screen issue. (B)(4).

Event description:
It was reported to resmed that an astral device's screen was frozen and unresponsive. The device was not in use when the fault occurred, therefore, there was no patient involvement.